Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomed who stated when testing the bis engine, the signal quality indes (sqi) value is low, stays at 0. The biomed also stated that they have checked the patient and module interface cables, and still having the same problem. The sensor impedance was also checked and they are ok. The rse determined that the device would need to be replaced. The customer was provided a quote for a replacement device, waiting customer response to the quote. A follow up report will be submitted once the investigation is complete. Reporting institution phone#: (B)(6).

Event description:
It was reported that the signal quality indes (sqi) value is low, stays at 0. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The customer was provided a quote for a replacement device but has not responded to the quote and the quote has expired. It is unknown how the issue was resolved for the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.